Event description:
The customer contact reported that during preventative maintenance testing at the user facility, a burning smell was noted to be coming from the cassette motor. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.